Event description:
It was reported on 20-apr-2026 that the patient's infusion set cannula was bent, it led to high blood glucose level. Infusion set had been used for 12 to 15 hours and treated with correction bolus via insulin pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.